Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar incidents from the reported lot. Based on the information reviewed, the patient morphology/pathology influenced the migration (partial clip movement). The reported tissue damage appears to be an effect of the reported migration (partial clip movement). The reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip moved after deployment and leaflet damage requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was successfully implanted, reducing mr to 1-2. On (B)(6) 2019, it was noted the posterior mitral leaflet had ruptured lateral to the implanted clip and the clip appeared to be moving however the leaflets were still fully inserted into the clip. The mr remained at 1-2. A second procedure was performed on (B)(6) 2019 where an additional clip was implanted to stabilize the first clip, reducing mr to 1. No additional information was provided.